Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set leakage from tubing connector which results into the replacement of infusion set. No further information available.